Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that there was lead insertion difficulties during the procedure. The patient was not sure if it was the lead or the implantable neurostimulator (ins) that the health care provider (hcp) had issues with. The hcp told the patient he tried to put it on the right but could not so he put it on the left, and that it was the most difficult implant he has ever done. The patient experienced a sudden onset of pain on her left and bottom portion of her buttock and she could not put her left foot down all the way on the floor. Additional information has been requested regarding the device identifiers, troubleshooting, cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.